Manufacturer narrative:
Stryker advised the customer over the phone to try a different therapy cable. The stryker specialist also informed the customer that repairs for devices of this age are unavailable and recommended removing the device from service if the suggested solution does not work. The device was not returned to stryker to evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not recognize the therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.